Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. \see section d for any product information received. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Liner wasn't able to be removed from the cup, they were removed together during the revision surgery.

Manufacturer narrative:
Corrected: should be blank because there was no specific date of implant. No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.